Event description:
It was reported that prior to a device replacement procedure due to normal elective replacement indicator (eri), low pacing impedance was noted on the right atrial (ra) lead. The ra lead remains implanted and in use with the replacement device. The patient was in stable condition and will continue to be monitored.